Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified shunt upper arm vein. A 6.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 40 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).